Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine and an unknown drug both at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the patient saw a healthcare professional (hcp) and the hcp thought the pump had depleted. They thought the patient hadn't been getting medication for a month so they decreased the medication. The patient stated that they told the hcp they were getting medication. The patient stated after the medication was decreased they went through withdrawal. No out of box failure or medical/therapy problem related to a small components product was reported. It was reported by the patient that they replaced the pump and had been increasing the meds by 15% every two weeks. The patient stated the trip to see the hcp is 7 hours. The patient stated the trip was so hard for them to make and they were looking for a hcp that was closer. The patient stated their pump is at 1/10 of what it was before. The patient worked 70-80 hours a week and since the medication was not at what it used to be they can barely get around and their back still hurts and at times is killing him. The patient stated the medication is right it's just not up to what it used to be with the prior pump. The patient stated they were getting "3.2 medicine per day." No further complications were anticipated/reported.